Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur. The customer acknowledged and understood the instructions.